Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. No patient involvement. Service inspected the analyzer and discovered an electrical short occurred on the pipettor pump pcb to power supply cable and evidence scorching on the pipettor pumps control pcb was observed. Both the pipettor pump pcb to power supply cable (part number a-35002402-01) and pipettor pumps control pcb( part number a-90000045-03) were replaced, and the issue was resolved. Review of the service history for the alinity I analyzer serial number (B)(4) did not identify any additional issues of of an electrical short in the power connector or scorching from a part reported on the (B)(4). The 2021 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The electrical short in the power connector and scorching observed was limited to pipettor pumps control pcb( part number a-90000045-03) and pipettor pump pcb to power supply cable (part number a-35002402-01); the electrical short in the power connector and scorching did not spread to other parts of the analyzer. Review of trending data and manufacturing documentation associated with the pipettor pumps control pcb( part number a-90000045-03) or pipettor pump pcb to power supply cable (part number a-35002402-01) did not identify any trends or issues. A review of alinity I tracking and trending data did not identify any systemic issues or trends related to the issue identified in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity I analyzer was identified.

Event description:
The customer experienced an error during processing (error code 5229). Upon further inspection it was identified that fuse f3a 125v of the pipettor pump connector was checked on the disrupted source and there was soot in the pipettor control board and power connector. No injuries were reported and no impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.